Event description:
According to the reporter from synthes (B)(6) warehouse, 4 mislabeled screws were found initially, and then 7 other pieces were found in (B)(6) stock. A total of 11 holders of the matrixmandible locking screws were labeled as 12mm (length) instead of 5mm. The real length of the screws is 5mm. This is report 8 of 11 with the same label report.

Manufacturer narrative:
Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. PMA 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation found that there was a mfg oversight during the product process. Personnel were retained and an additional control has been put into place to verify that the labels matched the length of the screws.